Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer declined to complete trouble shooting with tandem system support, so root cause could not be determined. Customer resumed insulin delivery. Customer's blood glucose was 195 mg/dl.